Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a partial lead was returned for analysis in three pieces. External insulation abrasion was noted from 15.3 cm to 15.7 cm from the connector pin, consistent with friction against another implantable device. All other damages found were sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.